Event description:
Bottom brush comes off - oral-b [device breakage]. Case narrative: consumer via phone stated that the bottom oral-b toothbrush head came off. No injury was reported. 12-dec-2024 case update from information initially received on 25-nov-2024: the suspect product lot was 30668335r0. No injury was reported.

Manufacturer narrative:
23-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Bottom brush comes off - oral-b [device breakage]. Case narrative: consumer via phone stated that the bottom oral-b toothbrush head came off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.